Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. The lens was returned in a plastic specimen cup with a clear liquid. Light scratches are observed on the anterior side of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with vision and experienced halos. The iol was exchanged for a different manufacturer's iol in a secondary procedure. Additional information was requested.